Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter - the article was written by omar k. Alnachoukati, keith berend, mike kolczun, roger emerson, adolf lombardi, david mauerhan, and john barrington. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle fibrous tissue laxity can also contribute to these conditions." Number 20 states, "persistent pain." This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00394 / 0001825034-2016-02349). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addresing recent advancements that can help aid the uka process and improve partial knee survivorship. A patient was identified that underwent a left partial knee arthroplasty. Patient follow-up results provided at eleven years post-implantation indicates the patient experienced pain and underwent a revision procedure due to dislocation. All products were removed and replaced with total knee implants.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addressing recent advancements that can help aid the uka process and improve partial knee survivorship. A patient was identified that underwent a left partial knee arthroplasty. Patient follow-up results provided at ten years post-implantation indicates the patient experienced pain and underwent a revision procedure due to dislocation. All products were removed and replaced with total knee implants.